Event description:
A customer obtained an erroneously elevated result for troponin (accu tni) on one patient's sample. The initial result of 0.05ng/ml was reported out of the lab. One hour later, another sample collected from this patient gave an accu tni result of 1.83ng/ml. A) the result was reported out of the lab and was questioned. B) the sample was re-tested and repeated result was 0.04ng/ml. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
Specimens are collected in greiner vacutainer tubes. Qc was within specifications prior to and after the event. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and performed a preventive maintenance (pm). B) the fse ran a diagnostic testing with good results. C) the fse checked several collected blood tubes and noted red cells in many of them which was reviewed with the lab supervisor and pathologist. D) the fse verified the repair per established procedures and results met published performance specifications. Although sample integrity issues may have contributed to this event, a definitive root cause has not been determined. A malfunction will be assumed for the purpose of this report.